Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to follow up if battery depletion exceeds 35% per day, which the customer understood and acknowledged.